Event description:
It was reported that the 8800 system displays a generator error during exposure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the main battery pack. The system operates as intended.